Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that imprecision was observed on the instrument. The customer placed a new integrate multisensor technology (imt) sensor on the system and replaced standard a solution, after which three patient samples were repeated and resulted higher than expected. Ccc instructed the customer to replace x-tubing, calibrate and run precision testing. The customer flushed the system with water, calibrated and ran quality controls. The samples were repeated a second time, resulting higher than expected. Ccc instructed the customer to replace the salt-bridge water and rerun quality controls and patient samples. The customer corrected diluent check bias, replaced the sensor and diluent check solution. The customer recalibrated, ran quality controls and repeated the patient samples a third time, which resulted as expected. The cause of the discordant, falsely elevated na results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on three patient samples upon repeat testing on a dimension exl 200 instrument. The initial results were reported to the physician(s), as they resulted as expected. Three days later, the samples were repeated twice on the same instrument, following troubleshooting, resulting higher. After further troubleshooting, the samples were repeated a third time on the same instrument, resulting as expected and matching the initial results. No discordant results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.